Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient c/o "burning and pain in abdomen area where device was implanted". The inquiry was to ascertain if this was normal and patient concerned that device was not working properly as the patient reported their pulse would go to 140bpm at times. There was also an additional call from the patient's friend one hour later that stated the "skin is hot and very painful over the pacemaker incision in abdomen". And was this normal. The patient had the pacemaker checked in the emergency room and the pacemaker reportedly checked out fine. The emergency room did not address the painful skin issue. The patient was referred to their physician to discuss symptomology and skin issues. The device remains implanted and in use.